Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. H6 health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5153553 & mw5153554 that a patient implanted with two unspecified mentor saline breast prosthesis experienced symptoms including breast implant illness, heart palpitations, high blood pressure, food sensitivities, light sensitivity, hair loss, brain fog, pain, anxiety, dry eyes, skin flushing, loss of breath, fatigue, swelling, and the body rejecting breast implants. As a result, the patient underwent explantation on (B)(6) 2024.